Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen display and time clock anomaly. Customer¿s blood glucose level was 170 mg/dl. Customer reported that time is advancing by 1 minute. Customer was assisted with troubleshooting. The insulin pump will be returned for analysis.